Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield composite series skull clamp (a3059) was returned for evaluation. Evaluation found no device deficiencies that would have contributed to the reported complaint. Skull clamp passed inspection, met all functional specifications and no deficiencies were found with the torque screw. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that prior to posterior cervical procedure, when they tried to attach the mayfield composite series skull clamp (a3059), the surgeon was not confident in the clamp holding at 70 or 80lbs. They state that the clamp was attached in accordance with the IFU and the surgeon went to 60lbs and still felt it was not tight and holding the cranium firmly. They then switched to a metal skull clamp to start and complete the case. There was no patient injury and no delay in surgery was reported.